Event description:
Bd #18 insyte catheter separated from hub. Separation occurred when power injector was used during a chest CT to rule out a pe. Dye was visipaque 270. Catheter had been in greater than 24 hours. Catheter had to be "dug out" of pt's anticubital space, pt experienced a 10 cc blood loss.